Event description:
Other devices in use-cordis 8 fr. Ry with sidehole guiding catheter;0.14 hi tongue floppy ii wire;sci-med inflation device. Dilated x 3 a right coronary artery, sucessive inflations of 3,4,5, then to 6 bars after 10 seconds. (Would not hold pressure, then fluoro revealed contrast in lumen of artery). Dissection of mid-rca approximately half of right coronary artery. Successive inflations with 3 balloons, rx with atropine, lidocainedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.